Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 27.9 mmol/l and 16.8 mmol/l. Customer stated that cannula was bent. Customer also stated when removing the needle everything came off. Customer also stated slowly removing adhesive tape liner and needle guard during preparation and insertion process. The insulin pump will not be returned for analysis.